Event description:
Pt had investigational triglyceride breast implants placed earlier this month. She developed left breast infection. Removed left implant 5/10 and pt returned home. She developed a temperature over 102 degrees, chills and purulent, brown, odiferous drainage. Hospitalized and treated with triple IV antibiotics, irrigations, etc.